Event description:
The customer has observed high bias for the immulite prostate specific antigen (psa) assay when using reagent lot 104. The assay was run on an immulite 1000 instrument, and the high bias affected four patient sample results. The results were reported to the physician(s) who questioned the result. The samples were also run on an alternate platform where the results were lower. There are no known reports of patient intervention or adverse health consequences due to the high bias on the psa assay when using reagent lot 104.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of (B)(4) percent relative to who (B)(4) has been confirmed. An urgent medical device recall (umdr) - (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who (B)(4) - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Manufacturer narrative:
The initial MDR 2432235-2013-00255 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.